Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the green cable fastener to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that there was a green cable connection error. No further information is available. No reported patient consequence.